Event description:
It was reported assisted nursing professional from the piccs hospital team in the installation of a 20 g x 10 cm powerglide catheter, ref: 6f120100, lot: regw3694. Left basilic vein puncture is planned under ultrasound, prior to puncture the advance and retreat of the device guide is checked. The vein is punctured in the transverse axis and an attempt is made to progress the guide that gets stuck and fails to deploy the catheter within the anatomy; it is decided to remove the device by pulling it from the grip base outside the patient and when removing it from the patient and pulling the handle back to activate biosafety, it is noticed that the internal guide portion of powerglide is not present outside the biosafety point. It is suspected that part o portion of the internal guide remained in the patient's vein. The treating physician is notified and an evaluation by a vascular surgeon is requested. While waiting for the arrival of the vascular team, the poweglide used to verify the amount of missing guide was disassembled; the entire self-wound guide being found within the internal path of the device needle. Another powerglide is disassembled to compare lengths and shapes of the guides. Vascular team dismisses permanence of material inside the patient. Additional information received on 14.jun.2023: customer confirmed that the guidewire does not remain in the patient. The guide did not break, it just folded on itself, remaining inside the needle. No additional tests or procedures are required. The procedure is completed by removing the device from the patient. The patient required PICC line installation to receive pending treatment. Customer clarified the phrase ¿you notice that the internal guide portion of powerglide is not present outside the biosafety point¿: it refers to the fact that, when the device is removed from the patient, the portion of the guide that should remain "visible" is not observed (due to what was previously described, it folds on itself, introducing this portion inside the needle). It was found during an investigation 10/27/2023 that the guidewire appeared to be kinked at two locations.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a difficult guidewire advancement is confirmed but the exact cause remains unknown. A series of photographs a powerglide pro device were provided for evaluation. The powerglide pro needle was disassembled from the housing. The safety mechanism was activated over the needle tip and the guidewire was not protruding past the needle bevel. The guidewire appeared to be kinked at two locations. Per the event description, the guidewire had become bent upon itself within the device. The exact mechanism which caused the guidewire to not advance and become kinked/bent is unknown. Possible contributing factors could include the guidewire snagging on the flash groove of the needle or the guidewire being advanced against resistance into subcutaneous tissue. This complaint will be recorded for future trending and monitoring purposes. H3 other text : evaluation findings are in section h11.